Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the insulation was abraded at 11.2 cm to 11.4 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device.

Event description:
It was reported that an asymptomatic patient presented to the hospital for routine device changeout. The right ventricular lead exhibited noise. The lead was explanted and replaced due to subclavian crush.